Manufacturer narrative:
(B)(4). B5: describe event or problem additional information. D9: device returned to MFR additional information. D9: date device returned additional information. H2 type of follow up additional information/ device evaluation. H3a: device evaluated by mfgadditional information. H3b: evaluation included additional information. H6: additional information.

Event description:
It was reported that signal loss over one hour occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.